Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level after changing out supplies(292mg/dl). Customer treated elevated bg by administering correction boluses via the pump. Customer declined to troubleshoot, as they believed that there were other factors (independent of the pump), that were causing bg levels to elevate. Customer also indicated that they will continue monitoring bg levels and will consult with their healthcare provider.